Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the patient was recovered from this peritonitis event (date not reported). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The day after the onset, the patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated with fortum injection 250mg (frequency, route, and duration not reported), reflin injection 250mg every bag (duration not reported), and amikacin injection 50mg once a day (route and duration not reported) for the peritonitis. It was not reported if the patient was recovered or was recovering from the peritonitis event. Dianeal therapy was ongoing. Additional information was requested but is not available. This is report 3 of 3.